Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was a touch screen issue. As a result the overlay and stylus were replaced. It was also noted that there was an error in the error log, as a result software was reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a touch panel malfunction. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 229047 software analyzer. (B)(4).